Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Limited user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Package insert 01-50-0961 states "#5. Prior to seating the liner into the shell component, all surgical debris (tissue fragments, etc.) Must be removed from the interior of the shell component, as debris may inhibit the locking mechanism from engaging and securing the liner into the shell component."

Event description:
It was reported that patient underwent hip arthroplasty procedure on (B)(6), 2011. During the procedure, the surgeon was unable to seat the acetabular liner into the implanted acetabular cup. Another liner was opened and attempted for implantation into the acetabular cup with the same result. The locking ring was removed from the cup and a new locking ring was used with another available liner, which was implanted successfully. This resulted in a delay to the procedure greater than thirty minutes.